Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/27/2017. Retain product was tested and found to be functioning according to specification. Investigation: the device history record for this lot was reviewed. The lot passed finished goods release criteria. Forty retained cartridges were tested using whole blood as well as blood samples which simulate patients undergoing oral anticoagulant therapy. Testing met the acceptance criteria found in q04.01.003 rev. Z, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded unexpected results on a (B)(6) -year-old male patient. There was no additional patient information available at the time of this report. Date sample: specimen type: heparin dose: heparin time: collection: time test time: actk result: (B)(6) 2017, a , whole blood, 6000 units, 1248, 1250, 1256. 899. (B)(6) 2017, a, whole blood, 6000 units, 1248, 1250, 1310. 570. (B)(6) 2017, b, whole blood, unknown, 1300, 1325, 1325. 332. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).